Event description:
It was reported that the rotalink catheter broke. The 90% restenosed, 40mmx3.50-4.00mm, concentric denovo target lesion was located in the severely calcified distal left anterior descending artery and unprotected left main coronary artery. A 1.75mm rotalink plus was selected for use. During the procedure, when the device was prepared, it was noted that the rotalink catheter broke. There was a visible tear at the distal catheter near the rotalink burr. The device did not enter the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the rotalink catheter broke. The 90% restenosed, 40mmx3.50-4.00mm, concentric denovo target lesion was located in the severely calcified distal left anterior descending artery and unprotected left main coronary artery. A 1.75mm rotalink plus was selected for use. During the procedure, when the device was prepared, it was noted that the rotalink catheter broke. There was a visible tear at the distal catheter near the rotalink burr. The device did not enter the patient's body and the procedure was completed with a different device. No complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. The sheath is torn at the distal end of the sheath. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil has become stretched due to manipulation during the procedure. Inspection of the remainder of the device presented no other damage or irregularities.